Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. A leak test found no leaks or tears in the fluid path. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl- 500 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. In addition the pod was leaking during wear. As treatment, the patient administered insulin.